Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/reporter claimed that the animas insulin pump may not be delivering correctly due to a dust clog in the primary vent as the patient's blood glucose became elevated for the past 6 days. The patient's blood glucose ranged from "200-350 mg/dl" during the time of concern. There was no record of ketones. In addition, the patient did not have any diabetic symptoms. However, on the day the reporter contacted animas, the patient's blood glucose reading was elevated to "596 mg/dl." The reporter indicated part of the alleged hyperglycemic result could be due to the patient's cold and the intake of mucinex medication. During troubleshooting, it was noted that there was no visible issues with infusion sets, sites looked normal upon removal, no bent cannulas, no leakage noted throughout system, and no bubbles currently or any this week during time in question. This complaint is being reported due to the following conclusions: the reporter claimed that the patient's blood glucose was elevated above 500 mg/dl while the alleged animas insulin pump was in use during the six days in question.